Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to lead dislodgement. Low sensing was observed. The lead was explanted.